Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was originally implanted with an 8-hole t-plate on an unknown date at the (B)(6) facility. On an unknown date, at an unknown facility, an explant procedure was performed. The patient reportedly complained about rust on the plate. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. The provided lot number (2007.1) does not match the part number for the complainant plate. A review of the device history records confirmed that the provided lot number is associated with an instrument, not a plate. Dates of original implant and subsequent explant procedures are unknown. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. The lot number provided could not be verified; therefore, further investigation cannot be performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the t-plate had corrosion marks on several plate holes. According to the device report the corroded plate caused an infection. The investigations included to inspect the manufacturer documents and the technical drawing. The chemical composition of the plate was tested qualitatively using the energy dispersive x-ray analysis (edx). Furthermore, a metallographic examination of the transverse and the longitudinal micro-section was performed. A test for detecting the susceptibility to intergranular attack in austenitic stainless steel in accordance to the international standard was undertaken. The corroded surface of the implant was investigated by scanning electron microscopy (sem). Furthermore an edx-analysis of one corroded area was performed. The chemical composition of the plate was tested by edx (qualitative). The t-plate was found to be made of stainless steel. This steel was the usual material for the production surgical implants in the year 1992 (year of production). A small portion of the plate was sectioned and prepared into a transversal and longitudinal micro-section. The transverse micro-section showed a homogeneous austenitic microstructure. The determination of the nonmetallic inclusions (longitudinal micro section) was carried out. The following results of the non-metallic inclusions are in accordance with the international standards and the synthes specification for implants made of stainless steel. Based on these results we can conclude that the microstructure of the plate are in compliance with the international standards. Hardness measurements were carried out using a vickers indenter. The dimensions of the investigated t-plate (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and specifications. The received t-plate showed corrosion marks. Furthermore no abnormalities were found. These corrosion marks were observed in several plate holes. When examining the surface at the second distal plate hole (oval hole) of the plate using the scanning electron microscope (sem), strongly corroded areas with pitting corrosion were found. The secondary corrosion is a result of a crevice situation and micromovements between the plate and the screw heads. The process affects the passivation layer of the metal and panders corrosion. The edx-analysis on that plate confirmed the brown marks are corrosion products. Secondary corrosion is a normal effect we can observe on implants made of stainless steel. This corrosion results from a crevice situation between the screws and the plate and from micromovements between the screw head and the plate. The micromovements are a sign for instability and cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Internal review was performed. The investigation of the complaint articles indicates that the :statement from the medical professional (22.july 2015) reads as follows: from the pictures, looks like there might be some surface defects around the screw hole area. Not able to really tell if they are rust just from the pictures. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 17.july 2015. In an accompanying letter the customer confirms, that the rusty implant has caused an infection.

Manufacturer narrative:
Additional narrative: device is reportedly over 15 years old. A review of the device history record (DHR) was attempted: DHR not available as device is older than 15 years. According to procedure the documents for instruments have to be stored for 10 years. It was reported the device is not available for return. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.